Event description:
The customer reported the probe leaked fluid during patient sample analysis involving coulter act diff 12 analyzer. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered the vacuum port on the probe wipe block clogged. The fse removed the clog and replaced the tubing in pinch valves 14 and 15 as preventive measures. The fse verified system operation and controls. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).